Event description:
It was reported that, during a open reduction and internal fixation with anchors for posterior cruciate ligament avulsion fracture, the anchor was found to be fractured when it was being screwed-in. All the broken pieces were removed using tweezers. Smith and nephew back-up device was available to complete the surgery with no significant delay reported.

Manufacturer narrative:
One 72202902 footprint ultra pk suture anchor 5.5 device used in treatment, returned for evaluation. The information provided states: ¿during an open reduction and internal fixation with anchors for posterior cruciate ligament avulsion fracture the anchor was found to be fractured when it was being screw-in¿. Visual assessment showed a fractured anchor. Sutures were not returned human matter was found on the anchor. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: improper use of device and excessive force. The instruction for use (10600584) states: ¿breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.